Event description:
A report was received from health canada's canada vigilance program which states, "a new bag of precedex 1000 micrograms / 250ml was hung around 01:30. At 03:45 the bag was empty. The pump said there was still 180ml in the bag. All setting in the pump checked. Concentration, dosing, speed, pt weight, etc were all correct. No damage to the infusion line noted."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A report was received from health canada's canada vigilance program which states, "a new bag of precedex 1000 micrograms / 250ml was hung around 01:30. At 03:45 the bag was empty. The pump said there was still 180ml in the bag. All setting in the pump checked. Concentration, dosing, speed, pt weight, etc were all correct. No damage to the infusion line noted."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.